Manufacturer narrative:
The recipient is reportedly able to wear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's swelling has reduced, however, is presenting with loss of sound. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling and fluid buildup at the implant site. The recipient was prescribed antibiotics (type unknown). The recipient was advised to cease device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling has resolved and the recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.